Event description:
Agent ide study. It was reported that vasospasm occurred. On (B)(6) 2023, the subject presented with chief complaint of unstable angina, abnormal stress and known residual stenosis of the left anterior descending artery. The subject was diagnosed with in-stent restenosis and referred for cardiac catheterization. On (B)(6) 2023, 70% in-stent re-stenosis with thrombolysis in myocardial infarction (timi) flow 3 at the proximal left circumflex (lcx) was treated with laser atherectomy and a 3.50 mm x 20 mm nc emerge monorail balloon catheter which got recoiled and was unable to dilate the lesion open. The difficulty was caused by the restenotic tissue and prior stent in the target lesion which was treated by deploying a 3.50 mm x 38 mm synergy drug eluting stent, successfully. Post revascularization, 0% residual stenosis with timi flow 3 was noted. The event was considered to be resolved.